Event description:
It was reported that the patient was unable to set the system into MRI mode due to low impedances. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: 5267213.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.